Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Th10-s2ai instrumentation using expedium was performed on a patient with adult spinal deformity on (B)(6) 2016. The surgeon successfully fixed th10-s2ai by expediumcorticalfix, pathfinder and sai. Then the surgeon attempted to insert a set screw. Once he aligned the screw position at th11 region using a core driver, the collet of the reported screw came off. Thus the surgeon fixed th11 with the replaced screw in order to install the rod correctly. The surgery was successfully completed, but due to the event there was a 10-minutes surgical delay. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). One (1) viper 5.5 ti top loading shank cortical fix cannulated 6x40mm poly screw [product code: 1867-31-640, lot no: arpbzc] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the inner saddle was forced out from its intended location. It should also be noted that swage markings were present indicative of the inner saddle being properly placed in its intended position within the tulip head. Additionally, the screw head drive feature indicated significant damage that appears to have been caused by another instrument. As a result, it is believed than an unexpectedly high amount of forces was placed on the saddle, resulting in the saddle being completely dislodged from its intended location. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the saddle inside the tulip head becoming completely dislodged from its intended location cannot be positively determined. However, a potential root cause may be attributed to excessive forces inadvertently placed on the saddle during insertion, causing it to become dislodged from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.